Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. Surgical intervention was performed, and the urethra was remeasured. The physician found that the patient had developed urethral atrophy. A new aus, with a smaller cuff, was implanted. There was no additional patient complications reported.